Event description:
It was reported that a needle stick occurred before use with a syringe 1.0ml 30ga 8mm 10bag 500 l amr. The following information was provided by the initial reporter, "customer has contacted us to report a quality deviation on the bd ultra-fine 8mm syringes at 100ui capacity (lot: 8268965 made in: 10/2017 validity: 09/2022). He informs that he was at the pharmacy yesterday (08/15/2019) and out of "curiosity" went to handle a package of syringes bd ultra-fine. Taking the packet, he pierced himself with one of the syringes with the needle through the shield. The packaging was sealed. As the patient has a blood circulation problem and even uses the aas (aspirin) drug, a lot of bleeding occurred at the time of perforation. Subsequently, there was injury to the finger and became infected. Customer reports that he is using nebacetin, alcohol 70 and hydrogen peroxide to treat the injury. Ps: the patient is not a diabetic, only handled the package out of "curiosity". He was very concerned about the situation, wished bd would help him with a doctor's appointment, because he is afraid other patients might get stuck with the needle and he might get some pathology."

Manufacturer narrative:
Investigation summary: customer returned one (1) sealed polybag for 30g x 8mm, 1ml from lot 7268965; 10 syringes were inside of this polybag. Consumer reported he pierced himself with one of the syringes with the needle through the shield; the packaging was sealed. The returned polybag was examined, and it was confirmed that the polybag was sealed (unopened). It was observed that one out of the 10 syringes inside the polybag exhibited a cannula through shield as depicted in the photos provided by the customer. The cause for this issue could have occurred during the manufacturing process. A review of the device history record was completed for batch # 7268965. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for needle through shield based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure as per investigation completed by manufacturing, "polybag from lot #7268965. Samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection found (1) syringe with the cannula bent approximately at a 15 degree angle and exiting in the middle of the shield. There was no adhesive run off on the barrel tip from the cannulator. A review of quality notifications found two notifications ((B)(4)) that pertained to the complaint. The cannula is inserted into the barrel tip and adhesive applied to hold the cannula in the barrel tip. The subassembly is then put through the point inspect lube shield machine where it is inspected, lube applied to cannula, and the shield is assembled to the barrel/cannula subassembly and detects for missing shield. The root cause of the needle through shield is from a worn shield carrier in the shielding dial. The carrier was repaired per quality notification (B)(4) mrb. CAPA 226773, implemented after date of manufacture of lot #7268965, improved the camera and lighting for detection, rebuilt the shielder dial, and improved the preventative maintenance for shielder dial components. CAPA 226773 was closed effective on 14feb2019."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred before use with a syringe 1.0ml 30ga 8mm 10bag 500 l amr. The following information was provided by the initial reporter, "customer has contacted us to report a quality deviation on the bd ultra-fine 8mm syringes at 100ui capacity (lot: 8268965 made in: 10/2017 validity: 09/2022). He informs that he was at the pharmacy yesterday ((B)(6) 2019) and out of "curiosity" went to handle a package of syringes bd ultra-fine. Taking the packet, he pierced himself with one of the syringes with the needle through the shield. The packaging was sealed. As the patient has a blood circulation problem and even uses the aas (aspirin) drug, a lot of bleeding occurred at the time of perforation. Subsequently, there was injury to the finger and became infected. Customer reports that he is using nebacetin, alcohol 70 and hydrogen peroxide to treat the injury. Ps: the patient is not a diabetic, only handled the package out of "curiosity". He was very concerned about the situation, wished bd would help him with a doctor's appointment, because he is afraid other patients might get stuck with the needle and he might get some pathology."